Event description:
It was reported that this right ventricular (rv) lead was exhibiting high threshold measurements due to a micro-dislodgement, the lead was capped because it was difficult to explant. Physician implanted a new lead. No additional adverse patient effects were reported.